Manufacturer narrative:
Additional, changed, and/or corrected data: b5

Event description:
It has been determined that the device associated with this complaint is not an abbvie device this record is no longer reportable to the FDA and will be unreported.

Event description:
Healthcare professional reported "capsular contracture baker grade IV". This record is for the right side. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.